Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Nurse reported that her patient had a tracheostomy tube in place; after approximately 2 hours of use, the patient's oxygen levels decreased and the patient needed to be bagged and the tracheostomy tube replaced. The reporter explained that the tracheostomy tube had been tested for leaks prior to use, and no leaks were detected; however, after removal from patient use, a leak was detected in the device cuff. No permanent adverse health effects were reported.

Manufacturer narrative:
Please be advised that since this complaint was initiated, smiths medical has confirmed with the original reporter that this event (file 2183502-2016-00666, smiths file # (B)(4)) is a duplicate file. Please refer to files 2183502-2016-00663, 2183502-2016-00664 and 2183502-2016-00665 instead of this file.

Manufacturer narrative:
A 6.5mm customized fixed tracheostomy tube was returned for investigation. During functional testing the device was submerged in water and air was inserted into the cuff. Immediately upon inflation, the device cuff deflated and air bubbles were observed escaping from the distal end of the device shaft. Inspection revealed a small pin hole on the cuff which allowed the air to escape and prevented the cuff from inflating. The complaint was confirmed but no root cause was found. Correction: a follow-up medwatch report was sent for file 2183502-2016-00666 in which it was reported that the file was a duplicate; however, upon review of the investigation results, it was determined that the file is not a duplicate report. (B)(4).